Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5507. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 : investigation outcome. According to the complaint description, the device alarmed with tf5507. The manufacturer has received the logfiles for analysis. According to the logfiles, the ventilator triggered several tf5507 alarms. No patient was involved (B)(6) 2025, 11:06:39, tf : 5507, tech fault , 5507, (B)(6) 2025, 11:06:32, tf : 5507 , tech fault , 5507, (B)(6) 2025, 11:05:33 , tf : 5507 , tech fault , 5507, (B)(6) 2025, 11:04:34, tf : 5507 , tech fault , 5507, (B)(6) 2025, 11:03:31, tf : 5507 , tech fault , 5507,2025, 11:02:31, tf : 5507 , tech fault , 5507, (B)(6) 2025, 11:02:02, tf : 5507, tech fault , 5507, (B)(6) 2025, 11:01:11, audio paused off, special, 517, (B)(6) 2025, 11:01:1,1 tf : 5507, tech fault , 5507. To address the issue, a replacement sensor board was sent to the user. No feedback was received confirming whether the replacement resolved the issue. As no additional communication or complaints were received, it is assumed that the issue was resolved after the sensor board was replaced.